Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic, it was noted that the atrial channel was sensing ventricular events. X-ray confirmed lead dislodgement. The physician extracted and replaced the lead when repositioning was unsuccessful. The patient was stable following the procedure.